Event description:
During an initial in-office itind removal procedure performed without sedation, the physician reportedly attempted device removal using a navigator ureteral sheath. During the attempt, the retrieval string reportedly broke at the hub, preventing the successful removal of the device. A second removal attempt utilizing an access sheath was unsuccessful, resulting in the postponement of the procedure. The following day, the patient underwent an additional procedure under sedation, during which the device was successfully removed using a third-party rigid cystoscope and grasper. Additional information received indicated that the itind hub appeared somewhat embedded in the anterior prostatic urethra, which may have contributed to the inability to engage and retrieve the device during the initial attempt. The physician reported that the patient otherwise did well and did not anticipate an impact on the patient's outcome.